Event description:
It was reported that a 14" (36 cm) appx 4.6 ml, ext set w/clave®, 0.2 micron filter, clamp, rotating luer was found to be occluded during patient use. The reporter stated that the filter on the irinotecan and leucovorin infusion lines could not infuse. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the b9061 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13909381 was reviewed and no non-conformities were found that would have led to the reported complaint.